Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: fusion it was reported that: on an unknown date in 2008 the patient went for an office visit. The patient had been experiencing pain in his back for a few years. It was an intermittent aching pain that only rarely limited patient's activities. On an unknown date in (B)(6) 2008 the patient underwent an axial lumbar interbody fusion using rhbmp-2 and disc replacement. On an unknown date in (B)(6) 2008 patient complained that his pain was worse that it had been prior to the surgery. On an unknown date in (B)(6) 2009 the patient underwent another surgery for installation of hardware on lumbar spine using rhbmp-2. Post-op, the patient lost a significant amount of flexibility, and now suffers from constant burning and stabbing pains in his back. Patient's pain continues to increase, and has now radiated into his neck and legs from his lower back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.